Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose level increased to 444 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient reported that the pod did not deliver insulin, which resulted in elevated blood glucose levels. Reported symptoms included hyperglycemia, mental fogginess, drowsiness, and an inability to keep the head upright. The patient stated that the diagnosis received at the time of seeking medical attention was a high glucose reading; however, the patient was not certain due to having a foggy mind, feeling drowsy, and feeling lousy. Treatment included intravenous fluids, a heparin injection, and insulin administered hourly. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone17.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158